Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "the incident of melting gel and gel over the plasma reported by the doctor 1st of oct., and they were suspecting storage/temperature conditions. They were facing ac issues and temperature of the biochemistry lab/separation area reached 34 degree as I noticed during my follow up. Visiting the lab 10th of oct., few numbers of pst ii tubes are received daily mainly from one location with current lot number 8128649 (same lot num of defected tube), plasma and gel were ok after centrifugation with no issues. (Centrifugation settings are within our recommendations)."